Event description:
The system 5 dual trigger rotary was sent for service and it was noted during performance testing at the manufacturer that the leafkey housing is chipping. No adverse event was associated with the device.